Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient reported that they are having issues with their aligners, the aligners are causing bleeding, inflammation, and sensitivity. This is because of the sharp edges that the aligners have. Patient was advised by their dentist to cease treatment until the aligners can be scalloped. Per received photos aligners do not appear to be touching the gums very much, looks like the patient scalloped the aligners.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.